Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while defibrillating an (B)(6) male pt, the device did not automatically switch from adult mode to pediatric mode and discharged adult energy at 261 joules. The device delivered adult joule settings to a pediatric pt. Complainant indicated that the pt subsequently expired, however, it was not a result of the reported malfunction.